Event description:
It was reported that a physician observed high impedance during system diagnostics of a patient's device. X-rays were ordered, but no issues were noted. The physician disabled the patient's device on (B)(6) 2015. No surgical intervention has occurred to date.

Manufacturer narrative:
Date of event, initial report inadvertently listed wrong event date. Initial report inadvertently reported wrong disable date. Relevant tests/laboratory data: initial report inadvertently reported wrong date of system diagnostics and settings.

Event description:
The physician disabled the patient's device on (B)(6) 2015.

Event description:
The patient had prophylactic generator replacement and lead revision due to a lead discontinuity on (B)(6) 2015. The explanting facility does not return product without a signed patient release.